Manufacturer narrative:
One cadd solis vip pump was returned for the evaluation of the reported over-infusing. The pump was received with no physical damages. A DHR, device history review, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event log showed no evidence of the reported event. The device was further investigated, and the customers problem was unable to be duplicated; three separate delivery accuracy tests were performed. The pump was slightly over delivering but within the published +/-6 percent specification. It was recommended that the pumps expulsor be replaced in order to bring the delivery into more nominal of a range. No, the reported "air in line" problem was not duplicated. When tested in user mode the pump ran normally. When the mu was run the ail sensor reported pass in the status menu. The expulsor will be replaced and calibrated. The ail detector will be replaced as a preventative measure.

Event description:
Pump had air in the line and infused faster than it should have, then when the cassette was empty, the pump was still infusing and not alarming. Treatment was for colon cancer/chemo bag. No injury.